Event description:
Reporter alleged discrepant blood glucose results on the aviva system of 81, 179, & 81 mg/dl; all values which were performed within 2-3 minutes apart back to back. The location of the comparisons was not provided. Quality control testing was performed after the comparison on level one only and the value was within an acceptable range. As a result of the comparisons no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. Aviva system (meter with strip lot 300457 and expiration date of 05-31-08).

Manufacturer narrative:
The suspect product is the aviva test strips.